Event description:
It was reported that prior to docking for a da vinci assisted high anterior resection left colectomy procedure, the patient experienced bleeding after the insertion of the initial port and required an emergency transfer to another hospital. Visi-port entry into the abdomen was performed using the robotic endoscope that was inserted into a third-party trocar. Bleeding was observed and the procedure was converted to open to repair the aorta. To resolve the bleeding and repair the injury, the procedure was aborted, and the patient required an emergency transfer to another hospital. The estimated blood loss was reported as significant, and the patient required an unspecified number of blood product transfusions. It is unknown if the patient experienced any post-operative complications but has since been discharged from the intensive care unit and is stable. There is concern of long-term complications due to the ischemic injury causing potential damage to peripheral limbs and organs. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".